Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30's (mg/dl); cause was unknown. Juice and toast were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 34 mg/dl was entered into the pump by the user on (B)(6) 2019 at 1:35 am. Prior to the low bg, user made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed at 12 pm on (B)(6) 2019. The user performed the ¿fill tubing¿ step twice, priming first 16.7 units, then 15.6 units of insulin through the tubing, followed by a cannula fill of 0.7 units each time. There were no erratic basal rate adjustments. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect from the tubing during the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.